Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump has a black screen and will not turn on. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to complete troubleshooting with the customer; however, no additional information was provided.